Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a blistery rash under electrode, blisters are open and popping making area moist. There was no alleged device malfunction contributing to the irritation. The patient¿s physician stated patient is having an allergic reaction to the lv and that prescribing a cream won't help, no prescriptions provided. Follow up indicated that the skin irritation improved after applying over the counter calamine cream.